Event description:
It was reported that the user elected to return the ilet bionic pancreas due to perceived glucose fluctuations, inaccurate meal announcement outcomes, morning hyperglycemia, and dissatisfaction with bulky accessories, with blood glucose reports including lows to 70 mg/dl treated with oral glucose and highs to 205 mg/dl treated with ilet correction. Symptoms included dizziness associated with low glucose. Outcomes included user-initiated discontinuation and device return through the standard process. Investigation included complaint intake review, troubleshooting, and education with the user. Investigation of this case revealed no device malfunction confirmed and the cause of both hyperglycemia and hypoglycemia remained unclear. It was concluded that the event was user-reported glucose variability without confirmed device failure and with unclear causality. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.